Manufacturer narrative:
Clinical review: on (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed (date not provided) with an unspecified infection (peritonitis and/or catheter infection). Subsequent attempts to obtain additional information (medication records, discharge summary, treatment data, hospital records) have thus far proven unsuccessful. Based on the limited follow-up information available, the patient¿s unknown liberty cycler and fmc cassette can be disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) with continuous cyclic pd (ccpd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.